Manufacturer narrative:
Product analysis (B)(4). Analysis information -- 2026-01-28 08:45:22 cst pli# 10 product ID(B)(4). Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual analysis identified an issue with the guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor, foreign) regarding a patient who was receiving an unknown drug via an implantable pump. It was reported that upon opening the packaging, it was discovered that both the catheter and the guide core were bent. Images provided revealed a bent catheter and bent guidewire. Factors that may have led or contributed to the issue were unable to be provided. The catheter was never implanted. No surgical intervention was planned. Regarding actions taken to resolve the issue, guarantee and replacement were indicated. The device was to be returned to the manufacturer. The issue was resolved as of (B)(6) 2025. The patient was without injury as of (B)(6) 2025. The patient's medical history, gender, and age at the time of the event were unknown.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was patent with no leaking seen regarding pressure testing. Visual analysis identified an issue with the guidewire regarding two significantly bent areas but no visible damage to the windings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.